Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that there were large air bubbles in the reservoir. The patient's blood glucose at the time of incident was 324 mg/dl. The mother was advised to prime the air bubble out. No products were returned for analysis.